Event description:
Had a hernia repair with ethicon physiomesh, and ever since I have had weak legs, or they completely give out, can't pass a "bowel" easily, and massive pain that is just getting worse everyday. No doctor or anyone else for that matter, will tell me whether or not my mesh is in fact a recalled mesh. None of these symptoms started until I had the mesh put in.